Manufacturer narrative:
The user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis of sensor data indicated transient optical instability. A firmware update was available at the time of the interaction; therefore, the user was advised to perform the update. System reinitialization occurs as part of the upgrade process and facilitates faster signal stabilization. The user also reported an infection at the insertion site (MFR# 3009862700-2026-00299), which may have contributed to the reported discrepancies. The user was advised to contact customer care if they had any further concerns after resuming system use once the insertion site had healed and antibiotics were completed. The user decided to discontinue use of the system, and was informed that the local representative would be made aware.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.